Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/ procedure.

Event description:
Patient reported left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional confirms rupture. Device has been explanted.